Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a lesion in the proximal to mid lad with 90% stenosis but the device could not pass the lesion and delivery system was kinked. No abnormality noted in the device inspection before use. The lesion was pre-dilated. The physician used a resolute 2.5x18mm device to complete the procedure. The device was returned to the manufacturing facility and the stent was observed to be damaged. The patient is good. Evaluation summary: the hypotube was kinked 22.0 and 62.0cm distal to the strain relief. There was a slight kink on the distal shaft 2.65cm proximal to the balloon bond. A number of struts on the 5th distal segment were partially raised and deformed. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis) 22 known inherent risk of procedure (stent deformation). (B)(4).